Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4). Analysis of the catheter found the distal end of segment 1, along with the proximal end of segment 2, had a slight jagged appearance and a slightly oval shape when viewed in cross section. This indicated the catheter was compressed in that area and most likely broke at that point. Also of note was a compressed area of the catheter at the 39 cm hash mark on segment 1. This was one centimeter proximal to the suspected break area.

Event description:
It was reported that the patient experienced increasing spasticity over approximately the past two months and the physician increased infusion rates without effect. X-rays were performed one week ago, followed by a computed tomography (CT) scan, and a break in the catheter was observed at the spinal insertion site. A catheter revision was performed. During the procedure, the original 8709sc catheter was retrieved from the patient's intrathecal space and was noted to be sheared at the 36 centimeter (cm) mark. Upon splicing on a new 8598a segment, the catheter was trimmed at the 45 cm mark. The pump system was being used to deliver lioresal with a concentration of 2000 mcg/ml and an infusion rate of 675.8 mcg/day at the time of the catheter revision. The infusion rate was lowered to 100 mcg/day after the catheter revision on 03/08/2013. The patient was receiving a therapeutic response since the catheter revision.